Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she began experiencing inaccurate readings on the cgm. The patient did not experience any medical intervention or symptoms prior to (B)(6) 2025. On (B)(6) 2025, the patient suddenly began sweating, cried out, ¿help me, help me.¿ and became unresponsive. Her boyfriend promptly contacted emergency services after discovering that her blood glucose level had dropped to 25 mg/dl. At that time, the patient did not provide any information regarding the readings on her cgm and cannot confirm if she received an alarm or alert at this time. While in the ambulance, the patient was unconscious and is unable to recall the events during transport. Upon arrival at the hospital, the patient regained consciousness, and her blood glucose level had increased to 72 mg/dl, as checked by the attending nurse. The nurse administered ¿sugar water¿ to elevate the patient¿s blood glucose, which spiked to approximately 300 mg/dl. However, her bg dropped again shortly afterward, though the patient was unable to confirm the exact value. To help stabilize her condition, the patient consumed a bowl of cereal, which brought her blood sugar level back up to 147 mg/dl, confirmed via finger stick. The patient was unable to confirm cgm value as it was removed by the nurse at the hospital. At an unspecified time of the event the cgm reading was 315 mg/dl and the bg reading was 240 mg/dl. The patient was discharged from the hospital a few hours later on the same day and was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was not provided for evaluation and as previously reported, the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.